Event description:
It was reported that the patient was referred for replacement and an implant form was received noting the replacement was due to high impedance and the patient's lead and generator were replaced. The explanted products have not been received into analysis to date. No additional relevant information has been received to date.

Event description:
Information was received that it is unknown when the high impedance was first seen however was seen high in pre-op . The devices were disposed by the hospital and thus not received into analysis to date.